Manufacturer narrative:
UDI: (B)(4). The date of manufacture was unknown. The manufacturing location was unknown. The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device had a sticky trigger. It was further determined that the device failed pretest for check triggers for forward / reverse mode, check for air leak and check reverse locking mechanism. It was noted in the service order that the device trigger button was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.